Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the nkv 330 ventilator emitted an audible tone just before using on a patient. It displayed a technical fault 00011 alarm message and became inoperable. The ventilator was initially set to st mode (default settings) but unexpectedly switched to spontaneous ps. The patient was placed on another ventilator. There was no patient injury. When the ventilator was later powered on, the alarm message was gone, and the user performed an o2 sensor calibration and circuit check, both of which passed.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.